Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device "sparked" and the device produced an electric shock during their wear. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their adc device "sparked" and the device produced an electric shock during their wear. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no abnormalities were observed. The sensor plug was properly seated in the mount. Visual inspection was performed on the de-cased sensor's pcba (printed circuit board assembly) and no evidence of fire, smoke, electric shock, or explosion were observed. The sensor was placed into test fixture to perform a simvivo test (simulation of the electrical signal produced by the sensor tail). The simvivo test was within specification and passed testing. There was no visible damage to the battery. The unit battery voltage was measured to be within specifications. It was determined that the battery in the sensor does not have enough voltage to produce an electric shock, and there was no evidence of a device failure. This complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.